Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested unit according to checklist, no issue found. Run on balloon for 30mins and no issue found.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss circuit fault. There was no patient harm reported.